Event description:
Lately they have been having more pain and need to know how to tell if the battery is running down. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).